Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any sign or consequence? No. Adverse effect on the patient no other medical intervention was required. Surgery was completed with another 3-0 monocryl suture a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-08964, mw # 2210968-2022-08965, mw # 2210968-2022-08966, mw # 2210968-2022-08967, mw # 2210968-2022-08969 this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The doctor had an issue using the suture, which is a suture she uses all the time. There was a section of the suture that felt thicker and seemed to drag tissue with it. She explained it feeling more like a barbed suture. A couple were opened to feel the suture. One felt normal and another did feel like it wasn¿t uniform in size. At one point it felt like a bump or like the suture became bigger in size. Another suture used after the event occurred and the procedure was completed successfully. No fragments were generated. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received nine boxes with twelve unopened samples each and two unopened samples that pertain to the product code mcp497g. As per the sampling plan, a visual inspection was performed on thirty-two samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to the diameter suture or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Related events captured via 2210968-2022-08964, 2210968-2022-08965, 2210968-2022-08966, 2210968-2022-08967, 2210968-2022-08968, 2210968-2022-08969.